Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead exhibited low impedance. The rv lead was not used and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of low pacing lead impedance was confirmed. As received a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examination found damage noted to the outer insulation, outer coil, and inner insulation consistent with suture tie down forces occurring at time of procedure. Electrical testing found an internal short due to the damaged inner insulation. The cause of the reported event was due to the exposure of the inner insulation at the suture tie down region consistent with occurring at time of procedure. No other anomalies were found.